Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported black screen, cannot be displayed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec'd by MFR : 30may2019. The manufacturer¿s international service technician confirmed the reported issue. The customer did not approve the repair at this time. Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.